Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's motor blower was replaced to address the issue. Additional findings not related to the malfunction/issue contamination on the blower box and the module was corroded. The system board and module were replaced on the device. There was no evidence of foam degradation found in the device.